Manufacturer narrative:
D10: ventral hernia mesh, lot#:swj0052x, product ID: ppm4530 h6 ime e2402: sinus tracts, tunnel in subcutaneous space extending from top of the wound towards right shoulder. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced poorly incorporated mesh, wadded piece of mesh, pain, infection, adhesions, obstruction, perforation, sepsis, cellulitis, chronic wound, open draining wound, exposed mesh, pus, purulent draining fluid for more than five months, abscess cavity surrounding mesh, fistula sinus tract study, fluid collection, tunnel in subcutaneous space extending from top of the wound towards right shoulder, and pain while walking. Post-operative patient treatment included revision surgery, partial removal of mesh, removal of mesh, transversus abdominal muscles (bilaterally), tap block, skin and tissue dissection, bilateral myofascial release, wound vac, denervation of internal and external oblique, hernia repair with new mesh, medication.